Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had a pre-charge voltage error. This will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.